Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) entered into the pump by the user on 10/18/2019 was 94 mg/dl. The continuous glucose monitor was not in use on 10/18/2019. Therefore, the complaint could not be confirmed. A tubing fill of size 25.8 units was observed on 10/17/2019 if user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 10/17/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 50 mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.